Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2012-00848.

Event description:
Metal augment trials fall off cutting block or trial femur as they are impacted into the bone. The magnet was working fine, but it is not strong enough to hold augment in place as the block or trial femur is being impacted into place. They just fall off and have to be continually replaced. Assistant had to try and hold augments in place with forceps as the surgeon impacted block and trials femur onto the bone. There was a delay of 10 minutes as a result of this case but no medical intervention required.